Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient suffered from pacemaker syndrome when the device reached elective replacement indicator and was pacing in vvi/60 mode. The replacement procedure needed to be rescheduled for approximately two weeks due to a chest infection. The device was explanted and replaced. No further patient complications have been reported as a result of this event.